Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had no lot number on the label . The following was reported: "material no.: 309657 batch no.: unknown. It was reported that there were six syringe packages that did not have the lot number printed on the label. Per cs0006120 verbatim: health professional called to report they found 6 individual syringe packages with out the lot number printed on the label. She did not know/could not obtain the lot number . All 6 were discovered at same time, no patient involvement."

Manufacturer narrative:
H.6. Investigation: three 3ml syringes in fully sealed blister packs were received and visually inspected. It was observed that all samples were missing the UDI barcode and lot information. Two of the samples had damage to the bottom web that caused holes in the packaging. One of the damaged packages contained black foreign matter particles. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the missing label defect is associated with the packaging process.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. PMA / 510(k)#: k980987 or k151766. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had no lot number on the label . The following was reported, "material no.: 309657, batch no.: unknown. It was reported that there were six syringe packages that did not have the lot number printed on the label. Per cs0006120 verbatim: health professional called to report they found 6 individual syringe packages with out the lot number printed on the label. She did not know/could not obtain the lot number . All 6 were discovered at same time, no patient involvement."